Manufacturer narrative:
The product has not been returned. Therefore an evaluation of device performance was not possible. A review of the manufacturing records showed no anomalies. All catheters are 100% inspected at the time of manufacture. The instructions for use that accompany the device cautions that low tear strength is a characteristic of most unreinforced silicone elastomer materials, and that care must be taken with the handling and placement of the silicone elastomer catheter tubing to avoid cuts, nicks, or tears. (B)(4).

Event description:
It was reported to medtronic neurosurgery that the device broke when the customer tried to stretch it pre-operatively. According to the report, there was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.